Event description:
Inner seal of the new 5mm trocars fell into the patient's abdomen. Piece found floating around the patient's uterus and retrieved.what was the original intended procedure?laparoscopic salpingectomy.device #1is this a laboratory device or laboratory test?no.